Event description:
It was reported that the user was unable to twist and lock a pump connector onto a cartridge, removed the cartridge, retried with the same connector without success, then used a new connector that twisted and locked, after which the same cartridge locked into place with the new connector. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included customer interview and troubleshooting. Investigation of this case revealed a faulty connector that prevented mechanical engagement, while the replacement connector functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was a defective disposable connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.